Manufacturer narrative:
Batch review performed on 28 may 2018. Lot 176177 : 75 items manufactured and released on 29 december 2017. Expiration date: 2022-12-10. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection about after 1 month after primary. The patient was positive for staphylococcus. The surgeon washed out the knee and swapped the insert.